Event description:
The customer reported to olympus, the flex videoscope was leaky. It is unknown when the issue was detected. There were no reports of patient or user harm associated. The device was returned for evaluation. During the device evaluation, the air/water tube and cylinder and the jet tube had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found the following: due to wear of the scope cover packing the water tightness was lost, the air/water cylinder had no color, the suction cylinder had no color, the label on the suction connector was peeled, due to a burn on the plastic distal end cover the insulation resistance value at distal end did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the objective lens had a crack, the light guide lens had a crack, the connecting tube had a scratch, and the universal cord had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. However, it¿s likely the cause is related to incomplete reprocessing due to leakage occurring. The suggested event is detectable and preventable by handling the device in accordance with the following section of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.